Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump power turned off and then back on upon power up at intensive care unit department. There was no patient involvement. No additional information is available.